Manufacturer narrative:
It was reported that the patient has a stiff knee. Revision surgery is planned to clean up tissue around the knee and exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has a stiff knee. Revision surgery is planned to clean up tissue around the knee and exchange the poly inserts.